Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue". The sensor was inserted into the abdomen on (B)(6) 2024. The patient¿s grandparents reported they had recently changed the transmitter and sensor pod. The sensor was inserted in the abdomen. On (B)(6) 2024, the patient was throwing up. On the omnipod insulin pump display it showed no values, only searching for sensor. The grandparents brought the patient to the hospital using their car. At the hospital, the patient received treatment for hyperglycemia. The grandparents were unable to provide bg (blood glucose) values or remember the treatment medication to stabilize the bg level. The omnipod displayed no readings, and they were unable to check the dexcom cgm (continuous glucose monitor) values using the phone. After treatment, the patient recovered and was released the same day after 4-5 hours. At the time of the report, the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour occurred. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. This is 1 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4).